Manufacturer narrative:
Additional information was received that the patient was no longer using the spinal cord stimulator and had no need of the system. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing worsening of pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50 cm. Model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70 cm.

Event description:
A report was received that the patient was experiencing worsening of pain. The patient will undergo an explant procedure.